Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle pierced through the pink shield, which was the incorrect shield color for the product. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one opened 31g x 8mm pen needle sample was returned from lot. No. 8074598, cat. No. 320792. Visual examination was carried out on the returned sample and a cannula through shield was observed. No mixed product issues were observed, the shield returned was blue in colour which is correct for 31g x 8mm product. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of cannula through shield was incorrect loading of the shield to the hub at the shielding station. Capa290556 was raised to address this issue.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle pierced through the pink shield, which was the incorrect shield color for the product. There was no report of exposure, injury, or medical intervention.